Manufacturer narrative:
Event date: this was reported to have occurred in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a small volume intermate was missing its winged luer cap. This was noted during filling with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 50ml of unspecified fluid in the bladder. During visual inspection, the blue winged luer cap was observed attached to the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.